Event description:
Patient had silicone texture breast implants in the 1980's. Patient reported granuloma of different body organ, thyroid issues, uti, immune issues, kidney issues, swelling of body which started from the neck. Implants are also causing patient to have pancreatic issues. Leukocyte in urine for the past five years. Itching, double vision, and glaucoma since 2005.